Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone17.1 cgm sensor type: g7.

Event description:
It was reported that the patient had been seen by ems (emergency medical service) with hypoglycemia on (B)(6) 2025). The patient's blood glucose levels declined to 20 mg/dl. It was also reported that the patient was found unresponsive. The patient was treated with IV (intravenous) dextrose. The patient was released the same day since they did not go to the hospital (B)(6) 2025). The pod was worn when seeking medical attention.